Manufacturer narrative:
BLOCK B3: APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT.

Event description:
IT WAS REPORTED THAT THE PATIENT UNDERWENT A REVISION PROCEDURE WHEREIN ANOTHER LEAD WAS PLACED, RIGHT SUPRAORBITAL PER PATIENTS PREFERENCE. THE PATIENT WAS BROUGHT IN FOR POSSIBLE INFECTION. IT WAS NOTED THAT THE ANCHOR WAS THINNING THE SKIN. THE INFECTION WAS NOT DEVICE NOR PROCEDURE RELATED AND THE CAUSE WAS UNKNOWN. THE PATIENT WAS PLACED ON ANTIBIOTICS. THE PATIENT WAS REPORTEDLY DOING WELL POSTOPERATIVELY.

Event description:
It was reported that the patient underwent a revision procedure wherein another lead was placed, right supraorbital per patients' preference. The patient was brought in for possible infection. It was noted that the anchor was thinning the skin. The infection was not device nor procedure related and the cause was unknown. The patient was placed on antibiotics. The patient was reportedly doing well postoperatively.Additional information was received that the skin thinning was attributed to the presence of the suture sleeves.

Manufacturer narrative:
Block B3: Approximated based on the date the manufacturer became aware of the event.Investigation Results:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.